Event description:
It was reported that after arcr surgery in which a healicoil device was implanted, the patient was found to be infected postoperatively; infection was treated with antibacterial agents, patient outcoming is unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Internal complaint reference (B)(4). H10 h3, h6: the reported device was not returned for evaluation. A review of sterilization records showed there were no indications to suggest that the product did not meet specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of historical escalations and the manufacturing process found a manufacturing issue related to an inadequate sealing process leading to sterile barrier breaches. A review of sealing process found that instructions are properly documented. All parameters must be reviewed prior the initiation of the sealing process. While sealing, the operator should seal only one pouch at a time, and all sealing pouches must be inspected in their entirety before and after the sealing process. Based on the limited information provided, the clinical root cause of the reported unspecified infection cannot be definitively concluded. It is unknown if the infection is directly related to the implant and/or improper, incomplete seal of the device packaging or hematogenous in nature. The patient impact beyond the reported unspecified infection and revision cannot be determined. A field action was implemented to mitigate risk to patient health due to possible improper/incomplete seal of the device packaging. Though the reported device was not returned for evaluation the reported event is likely to have occurred and with a probable root cause of a manufacturing failure. A field action and a corrective action have been previously initiated to mitigate this issue. Internal complaint reference (B)(4). B1: updated.

Manufacturer narrative:
H10 h6: the reported device was not returned for evaluation. A review of sterilization records showed there were no indications to suggest that the product did not meet specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of historical escalations and the manufacturing process found a manufacturing issue related to an inadequate sealing process leading to sterile barrier breaches. A review of sealing process found that instructions are properly documented. All parameters must be reviewed prior the initiation of the sealing process. While sealing, the operator should seal only one pouch at a time, and all sealing pouches must be inspected in their entirety before and after the sealing process. Based on the limited information provided, the clinical root cause of the reported unspecified infection cannot be definitively concluded. It is unknown if the infection is directly related to the implant and/or improper, incomplete seal of the device packaging or hematogenous in nature. The patient impact beyond the reported unspecified infection and revision cannot be determined. A field action was implemented to mitigate risk to patient health due to possible improper/incomplete seal of the device packaging. Though the reported device was not returned for evaluation the reported event is likely to have occurred and with a probable root cause of a manufacturing failure. A field action and a corrective action have been previously initiated to mitigate this issue.